Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 20 mg/dl. The customer stated that her blood glucose dropped because she over-bolused. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.